Event description:
Per oos, this system was removed due to infection and in 2007, a new system was implanted. Also removed were: lumos dr-t, MDR 1028232-2007-00389. Setrox s 53, MDR 1028232-2007-00390.